Event description:
Additional information was received. The patient did not require any medical treatment for the skin irritation/burn experienced. It was termed a "minor burn" by the initial reporter.

Manufacturer narrative:
The nccpue4 computer was returned and analyzed. There was no fault found with the device as related to the complaint. The software was upgraded and the device was returned to the customer. To date, the electrodes and stimulator probe have not been returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device not cleared in us, but similar device is available. The devices have not been returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, "during the operation, 'skin burn' happened to the patient. Even [when] they changed the parameters, system continued to burn the skin." The complainant also stated that the computer would "freeze up" intermittently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.